Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak was discovered during an unknown phase/cycle of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported the patient reverted to using continuous ambulatory peritoneal dialysis (capd) in order to complete pd treatment. No device was returned for evaluation. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak was discovered during an unknown phase/cycle of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported the patient reverted to using continuous ambulatory peritoneal dialysis (capd) in order to complete pd treatment. No device was returned for evaluation. Additional information has been requested, however to date has not been provided.